Manufacturer narrative:
On february 26, 2019 customer alleged the device having bolus express unresponsive button. Device had intermittent bolus express button due to flattened (creased) buttons dome switch. However, device passed self-test, and displacement test. No unlocked j2/lcd keypad connector noted. Device history download using thds was successful. However, the source of an external interrupt could not be determined alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. The source of an external interrupt could not be determined alarms are due to the device not having power for a long period of time. Device was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Device had cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. In conclusion, unit had intermittent bolus express button due to flattened (creased) buttons dome switch was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the b key had not the feeling of pressing. The customer blood glucose level was unknown. The device will be return for analysis.